Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter read inaccurately high compared to another unknown meter. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions. The reporter was unwilling to say when the alleged product issue first began or what medications he takes to manage his diabetes. The patient obtained an alleged inaccurately high result of 180mg/dl on the subject meter, compared to 150 mg/dl on another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient that on an unspecified date and time after the alleged product issue began he developed symptoms of ¿sweating, shaking, weakness and joints hurt¿. The patient was unwilling to say if he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the results were taken from the same approved sample site. The control test had not been manually selected. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.